Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 occlusion errors were found in the history, and the occlusion limits were tested successfully. W1 (cartridge low) and e1 (cartridge empty) errors were found in history. The problem mentioned by the customer could not be reproduced. Therefore, no corrective or preventive actions will be initiated.

Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012 the patient¿s infusion device did not display w1 (cartridge low) or e1 (cartridge empty). The patient noticed her insulin cartridge was empty when the device displayed e4 (occlusion error). No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.